Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the patient's orders in one station disappeared. A technical support specialist (tss) dialed in to the server and the station, checked the messages and found the messages were crossing over to the server, checked the health sight viewer and found no active directory down or interface delay or down error. The tss checked the station, it was communicating and there were no uploads or downloads issue. The tss then restarted data synchronization service on the station, checked with a user identification account setting, confirmed that it was assigned to same area or unit where the affected patients, the user was also assigned to the same area where the station was assigned, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all patient orders were not showing on one station. The customer stated that this malfunction occurred when dispensing medication to the patient. There was no delay to patient care and adverse events or injuries reported based on this incident.